Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife called to report the insulin pump is broken. Advised that we will need to verify the serial number before the insulin pump can be replaced. The wife stated that the insulin pump could not be filled. Nothing further reported.